Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to be dislodged after pocket closure. The lead remains in service. No additional adverse patient effects were reported. Ai received that the cause of the rv lead dislodgement was unknown. The physician decided to reposition the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.